Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium large clip applier instrument had a broken cable at the tip. The procedure was completed as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm medium large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the loose grip cable to be related to the customer reported complaint. For clarification, the medium large clip applier instrument was found to have a loose grip cable at the distal and proximal end and no broken cables were observed. The root cause of the loose grip cable is attributed to a component failure. Failure analysis found the secondary failure of cracked clamping pulley to be related to the customer reported complaint. The housing was removed and the instrument was found to have a cracked clamping pulley. As a result, loose grip cable is observed at the distal and proximal end and the root cause of this failure is attributed to mishandling/misuse. Failure analysis found the tertiary failure of the failed grips clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grip clip test was performed and failed after multiple attempts. This failure is likely due to the loose grip cable and the cracked clamping pulley observed at the proximal end. No damage to the grip tips were observed. A review of the instrument log for the medium large clip applier (470327-12/n102103080209) associated with this event has been performed. Per logs, the medium large clip applier instrument was last used in a procedure on (B)(6) 2021 on system (B)(4). The alleged instrument had 48 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the last procedure was provided for review. This complaint is being reported based on the failure analysis findings: the medium large clip applier instrument had a failed clip test with the finding of a loose grip cable with no evidence of user mishandling or misuse. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.